Event description:
Litigation has been filed, but only summons forms received. Update rec¿d (B)(4) 2014¿ pfs and medical records received. Part/lot was provided. Generally, this attorney submits litigation with issues from metal on metal; therefore, we are treating it as such. The sticker sheet indicates that the patient was actually implanted with poly. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.